Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿controller was screaming but there were no alarms displayed on the controller screen¿ could not be confirmed through this evaluation. Review of the log files captured routine power cable disconnect alarm event relating to power exchanges. No unexpected alarm event was captured. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause of the unidentified audible sound could not be determined through this evaluation. To date, system controller (serial # (B)(6)) associated with this event was unavailable for an evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use , rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was complaining of unidentified alarms. The patient stated that the controller was "screaming" but there were no alarms displayed on the controller screen. This issue reportedly occurred while connected to the mobile power unit (mpu). No corresponding alarms could be found in the log file. Log file review found the alarm silence button was activated on (B)(6) 2023 while on battery power and again on (B)(6) 2023 while on mpu power. There were no alarms prior to the silence button being activated.